Event description:
A 3.0 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of a mid lad lesion. The vessel morphology was reported to be very tortuous and very calcified. The physician did not pre-dilate and went to directly stenting. The stent dislodged in the mid lad and the physician was able to use a snare and retrieve the stent. The physician then pre-dilated with a non-compliant balloon and successfully implanted another endeavor stent of unk size. The pt was reported to be fine.

Manufacturer narrative:
Inherent risk of procedure (embolism-device). Pt's condition affected effectiveness of device (very tortuous and calcified vessel). Failure to follow instructions (user did not pre-dilate vessel). Conclusion: user error contributed to event (user did not pre-dilate vessel). (Required secondary intervention).